Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument passed the electrical continuity test, not confirming a complete break in the wire. Thermal damage was found near bipolar cable at the yaw pulley. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of the bipolar yaw pulley at one of the bipolar conductor wire the instrument passed the electrical continuity test. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.